Event description:
The rv lead and this ra lead exhibited noise which resulted in inappropriate af/vt/vf diagnosis resulting in shocks. The ICD was replaced at the same time. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.